Manufacturer narrative:
Concomitant medical products: alcohol swabs, webcoes, lidocaine and prilocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "hard nodules", "swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 0.5ml juvéderm® voluma¿ with lidocaine in the cheeks, nasolabial area and pre-jowl area and 0.5ml unspecified juvéderm® volift¿ the lips and the vermillion border. Approximately 1 week later the patient was injected with 0.5ml juvéderm® voluma¿ with lidocaine in the cheeks, nasolabial and pre-jowl area. Approximately 1.5 months later the patient presented "swelling, then painless hard nodules¿ in the lips and jowl area (bilateral)". Patient treated with "hyalase (mixed with 2ml xylotox and 2 ml saline) 750 units of hyalase used on 7 occasions". Symptoms have resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00236 (allergan complaint #(B)(4)), and MDR ID# 3005113652-2019-00237 (allergan complaint #(B)(4)). This is the first MDR submitted for the first injection of suspect product, juvéderm® voluma¿ with lidocaine.